Manufacturer narrative:
Analysis of programming history/device diagnostic history performed.

Event description:
During a review of programming history as part of a battery life calculation performed on (B)(6) 2011, it was noted that a faulted systems diagnostic test occurred which altered the patient's settings and was not corrected until a follow up appointment. There were no reports of any patient adverse events as a result.